Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that an ophthalmic suture was used during phacoemulsification and aspiration combined with scleral-sutured intraocular lens implantation in the right eye. During the procedure, two sutures from the same batch ruptured under routine tension during tightening. The procedure was completed on the same day after switching to an alternative suture. The operation time was prolonged due to the suture ruptures. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.